Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update rec'd 12/16/2015: litigation papers allege the patient experienced debilitating pain, discomfort, and soreness, ion the area of her hip implant, which negatively affected her ability to perform activities of daily living. The friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone surrounding the implant.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update may 26, 2017: legal medical records received. Pfs alleges pain, a gait in walking, could not sit or stand in long periods, decreased daily activities and elevated high metal ions level. It was also reported that when the device would lock, patient was not able to bend over. After review of the medical records for MDR reportability, there were no metal debris mentioned in the revision notes. Laboratory results for the metal ions were below 7ppb. Product code and lot number of stem were provided. This complaint was updated on jun 6, 2017.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to pain.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges elevated metal ions.